Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that the insulin pump did not cause blood glucose level to go down after bolus. Patient reported high blood glucose of over 400 mg/dl and was treated with insulin pump bolus which didn't work so patient had to resort to manual injection insulin pen. It is also not stated whether or not auto mode was enabled at the time of incident and follow up will be initiated. Troubleshooting did not occur and patient believes the problem has to do with the type of insulin being used. Product will not be returned for analysis.